Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had received buttons was sticky as well as unexplained no delivery alarms and diminished battery life. Customer¿s blood glucose level was unknown. Troubleshooting was declined. The device will not be returned for analysis.

Manufacturer narrative:
Device had unresponsive buttons due to flattened (creased) act and up buttons dome switch. No unlocked lcd keypad connector noted. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify low battery, no delivery alarms due to unresponsive button.